Event description:
Tested for covid 19 at (B)(6) labs ((B)(6)) my daughter, (B)(6) , was administered a rapid test that showed positive. We immediately (within 10 hours) followed up with a pcr test at that same location. That test came back 15 hours later as negative. I was told by my healthcare provider to report this to the medwatch system. I don't know the specifications of the test laboratory used. FDA safety report ID# (B)(4).